Event description:
Allegedly, patient was revised due to instability. Revision njr number: 4846111. Side: r . Primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.